Event description:
A low readings issue was reported with the adc device. A customer reported receiving unspecified low sensor readings, self-treated by eating and obtained an unspecified blood glucose reading. Subsequently, customer had contact with a healthcare professional who obtained a reading of 300 mg/dl and provided pioglitazone 15 mg tablets as treatment for ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.